Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken cap. It was determined that the broken cap was a broken door. It is unknown when and where this event occurred. This complaint has the potential to interrupt delivery. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump with a broken cap was confirmed during product evaluation. The root cause of the reported problem was determined to be broken pump head door. Appropriate action was taken to correct the reported problem by replacing the pump head door. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing.